Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222803 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) burst during prep. Therefore, the product was not available and another mynx device was used. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The mynxgrip vessel closure unit was prepared and used in accordance with instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynxgrip vcd was used in transfemoral cerebral angiography (tfca) with a retrograde approach. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip f5 vascular closure device¿ was received for product analysis. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock opened; and the syringe was attached to the device. The sealant sleeve was in the manufactured position. The procedure sheath was not returned for analysis. No other outstanding details were observed. Per functional analysis, an inflation/deflation test was performed on the returned device to ensure the balloon¿s functionality as indicated in the IFU. The results revealed a leak in the balloon caused by a pin hole. Per microscopic analysis, the balloon was inspected using a vision system to obtain a magnified image, the leakage condition was confirmed. A product history record (phr) review of lot f2222803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon loss of pressure at prep¿ was confirmed through analysis of the returned device. However, the exact cause of the leak found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, handling factors during prep are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) burst during prep. Therefore, the product was not available and another mynx device was used. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The mynxgrip vessel closure unit was prepared and used in accordance with instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynxgrip vcd was used in transfemoral cerebral angiography (tfca) with a retrograde approach. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.